Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic was noticed after the lens was placed in the pt's left eye. The ex-28 was used as the delivery device along with amvisc plus viscoelastic. Incision was enlarged for removal and a back up lens was successfully implanted. A stitch was placed and the pt's prognosis was described as good. Please reference MDR#: 1119279-2012-00133 for the delivery device.

Manufacturer narrative:
The lens was returned to b and l. Visual inspection found haptics bent and lens cut into two pieces. The cause of damage is unknown. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.